Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed and failure analysis (fa) investigation confirmed/ replicated the customer reported complaint. The usm trigger 1126/31226 in normal mode pointing to the rolling loop assembly. Fiber test result also showed low fiber fault 1126 on (axes controller spar (acs) rx down) rolling loop fiber at psc fixture test platform (pftp). As a fix to the reported problem, the rolling loop assembly will be replaced. The usm will be upgraded to 380647-34 with new spar assembly installed. Rolling loop assembly included in spar assembly replacement. Fa mentioned/observed excessive dust or particulate build up on the axes controller, motor (acm) fan. The acm fan failed during fan test on pftp. Acm board will be replace as a fix.

Manufacturer narrative:
An intuitive field service engineer (fse) went on site to investigate the reported complaint. During physical inspection of the usm, the fse observed dust buildup on the axes controller motor (acm) cooling fan. The logs confirmed the reported 32097 errors, and 32096 errors (high temperature readings) against the acm. Fse replaced usm 3 to resolve the issue. Isi received the usm; however, failure analysis has not been completed. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A supplemental MDR will be submitted if any additional information is received. This complaint is considered a reportable event due to the following conclusion: universal surgical manipulator (usm) 3 was replaced due to errors 32097. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure that error 32097 occurred against universal surgical manipulator (usm) 3. The site pulled up the event logs and found that the error was against node 190 on usm 3. The site recovered and continued with the procedure. There were no reports of patient injury.